Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had spi to motor pic communication error. Customer¿s blood glucose level was 375 mg/dl at the time of incident. Customer stated that they were able to clear the alarm. Customer stated that it has been the 4th time they received the alarm. Customer stated that they were not able to complete insulin pump rewind. Customer stated they did receive a low battery alert prior to the off no power alert. Customer states it was less than 24 hours from the low battery alert prior to the off no power alert. Customer already replaced the battery and when it powered on it goes straight to a39 alarm. Customer mentioned that he received once a button error but it never happened again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a39 alarm and unexpected battery power loss anomaly due to buttons not responding.